Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that after an unknown a procedure, it was noticed that the battery pack on device became hot. The device was discarded with the battery pack installed and when touched while discarding other products, it was noticed to be hot. There was no adverse consequence to the patient. No device will be returned.